Event description:
The manufacturer received information alleging particles in device and airway, heater not working, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of particles in device and airway. They also allege the heater is not working. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. This investigation was performed as outlined in ER 2244873 (v01). Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. The device was evaluated, observed the following from an external and internal inspection: pil observed the following from an external and internal inspection: dust-like contamination on the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was able to get care orchestrator information from device. Review of the device log showed: errors logged: 0 errors were logged. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.